Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v802377, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had a previous MRI to evaluate lead placement and a kinked lead on (B)(6) 2016. A new lead and ins were implanted on (B)(6) 2016. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they had no further information regarding the lead issue and did not remember the issue being brought up. The hcp noted that all they needed was to be able to turn the patient¿s implantable neurostimulator off so an MRI could be performed.